Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the circuit is not sealed at the wye and did not pass the ventilator leak test. No pt injury reported.